Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred at the connection site of tubing and hub with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that leakage between the connection site of ext tubing and catheter hub.

Manufacturer narrative:
H.6. Investigation summary : our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a nexiva 20ga unit with a pick colored circle around the extension set where it is attached to the pink winged adapter. The evaluation of the photo did not reveal sufficient evidence to identify the defect. There were no visible anomalies or damage that would contribute to the leakage. Without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that during use leakage occurred at the connection site of tubing and hub with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage between the connection site of ext tubing and catheter hub.